Event description:
Would not close all the way - second time this has happened on this robot in the last week. Manufacturer response for mega suture cut, mega suture cut (per site reporter). Received a failure analysis result report.